Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the bottom case is cracked; right plunger case cracked. The event history log showed "check clutch/plunger lever error. The reported issue was duplicated. The cause of the issue was cleared up by replacing the clutch half's left and right; and replacing the leadscrew and spring as a preventative measure, also replaced all the plastic parts of the plunger head. Performed power up and all functional tests and passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the device exhibited a system failure. Additional information received on 31-july-2023 via email. Product fault has no patient involvement.